Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many sutures broke? Unk. What is the lot number(s) of the sutures that broke? Unk.

Event description:
It was reported that a patient underwent a rectal mucosal annuloplasty procedure on (B)(6) 2017 and suture was used. During the procedure, the suture broke several times which caused the prolong of the surgery. The surgery was completed after changing new sutures several times. There were no adverse patient consequences. Additional information was requested and received. No further information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.